Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is unable to slide a cartridge on or off of the pump without using a lot of force. Reportedly, the cartridge gets stuck half way on the pump and the ability to fully slide cartridge on or off became difficult. It was noted that the area where the cartridge is loaded is bubbling. Review of a photo sent to tandem's technical support indicated that the pump may have correction build-up around the cartridge loading area. There was no reported impact to the customer's blood glucose level.